Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) the battery charge would not last long enough. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the battery of the cs300 intra-aortic balloon pump (iabp) had a discharge issue. The battery would not last long enough. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the batteries, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.